Event description:
This was reported as venotomy and arteriotomy closures of the right common femoral vein and an unspecified arterial vessel using the pre-close technique prior to a cardiac ablation procedure. 8.5f sheaths were used in both access sites. Reportedly, on the venous site, the prostyle device had a cuff miss [suture retrieval issue]. The suture of a new prostyle device was successfully pre-placed and used to achieve hemostasis. On the arterial access site, the suture of a prostyle device was successfully pre-placed and the cardiac ablation procedure was completed using the same sized sheath. Hemostasis was achieved with the pre-placed suture. Post-procedure, a pulse was confirmed in the artery, and the patient was returned to the ward; however, leg edema developed afterwards. An ultrasound confirmed that stenosis [occlusion] had occurred and there was no pulse. The suture was surgically removed. Hemostasis was ultimately achieved with surgical suturing. The patient recovered and has been discharged from the hospital. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
Subsequent to the initially filed report, additional information was received. The access site was the right common femoral artery. The reported occlusion occurred as the suture of the second device captured the posterior arterial wall. The absent pulse was detected bilaterally in the femoral arteries. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.